Event description:
Healthcare professional reported through distributor ¿pain¿ and ¿change of shape¿. Later healthcare professional reported "suggest rupture¿ and ¿slight alteration on its form¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast pain, and visibility/palpability.